Manufacturer narrative:
Device was not returned to resolve surgical for inspection. Batch information remains unknown at this time. Multiple attempts were made to gather data from the rep information on the patient. No additional information or confirmation has been given that this is a pioneer surgical technologies manufactured part.

Event description:
Our distribution partner depuy synthes reported that "it was reported that the coda 30mm plate, screw was broken and backed our past locking cam. Plate and hardware was removed and revised with new coda plate. There was patient outcome reported."